Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the attachment device was frozen and not functioning. During in-house engineering evaluation, it was observed that the device was operating above temperature specification. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed on the device which found that it was operating above temperature specification indicating that the bearings were worn out which could cause the device to stop running. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.